Event description:
During 2nd stage of revision, the trail femur component dislodged from the 4mm offset adapter during extraction after trailing. Surgeon decided to abort the procedure and has elected to leave an antibiotic spacer. Another surgery is planned. There was delay of 2 hrs, but no medical intervention was required.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.